Event description:
The customer reported the unit gives an error code message of machine and proximal pressure sensors failed at power on. The customer reported that there was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.